Event description:
The customer's parent called and reported the insulin pump screen was scratched. Customer's blood glucose was not known. The scratch was stated to be in the middle of the screen, affecting visibility. The damage occurred while customer was reportedly playing football. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.